Event description:
It was reported that the patient with this ambicor penile prosthesis (app) was scheduled to undergo surgical revision or replacement of their device due to a cylinder bulge at the base of the penis. Almost two months later, a surgical procedure was performed to remove the app because it was not deflating, and a new app was implanted. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additionally, a batch number is not provided, therefore a DHR cannot be performed. Based on the information available the cause that contributed to the reported event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) was scheduled to undergo surgical revision or replacement of their device due to a cylinder bulge at the base of the penis. No further information was provided or could be obtained despite good faith efforts.